Manufacturer narrative:
Device available for eval? Changed yes to no. Reference complaint (B)(4) h3 other text : device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated fiber optic sensor failure and unable to calibrate optical sensor alarms. The fiber optic cable was disconnected and re-connected and verified secure. The transduced lumen was connected to the console for the arterial pressure (ap) and therapy was continued using the iab. There was no patient harm or adverse event reported. The insertion was reported to be axillary, which is not the method described in the device instructions for use.

Manufacturer narrative:
Additional initial reporter name: (B)(6) manager the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4). Device not returned

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated fiber optic sensor failure and unable to calibrate optical sensor alarms. The fiber optic cable was disconnected and re-connected and verified secure. The transduced lumen was connected to the console for the arterial pressure (ap) and therapy was continued using the iab. There was no patient harm or adverse event reported. The insertion was reported to be axillary, which is not the method described in the device instructions for use.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated fiber optic sensor failure and unable to calibrate optical sensor alarms. The fiber optic cable was disconnected and re-connected and verified secure. The transduced lumen was connected to the console for the arterial pressure (ap) and therapy was continued using the iab. There was no patient harm or adverse event reported. The insertion was reported to be axillary, which is not the method described in the device instructions for use.